Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: left common iliac artery stent movement. The complaint is most likely user related; case was undersized on the contra side. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be doing well post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a left limb pulling up into the abdominal aortic aneurysm sac on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) medical center. The date of event is also (B)(6) 2018 based on routine follow-up cta scan which diagnosed the reported movement of the distal attachment seal in the left common iliac. The patient was originally implanted with an ovation ix main body and three (3) ovation ix iliac limbs on (B)(6) 2017 by the reporting physician. During re-intervention, the patient was treated by implanting an additional ovation ix iliac limb on (B)(6) 2018 by physician (B)(6), who determined that the left common iliac was too diseased to land, tray and seal in. The left internal was diseased and stenotic at its origin as well. The patient is doing well.

Event description:
Additional information received confirming per routine follow-up cta completed on (B)(6) 2018, post secondary repair, the left iliac has no endoleak and the aneurysm sac is stable is size with no change.